Event description:
The following information was reported under the e-sirius registry: two and one-half years following the placement of (4) cypher stents in the left anterior descending artery (lad) the patient presents with dyspnea and is hospitalized for further evaluation. Coronary angiography reveals in-stent restenosis of the target lesion and total occlusion of the distal lad. The mid lad was treated with balloon angioplasty and a cypher stent (no device details) was placed in the distal lad. The patient was discharged the following day. Per the procedural physician, this event is possibly related to the device and procedure.